Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis it was reported the had experienced discomfort during treatment. The patient¿s caregiver reported that on an unknown date the peritoneal dialysis registered nurse performed some tests and it was discovered the patient had peritonitis. The patient reportedly performed manual pd therapy for 4 days, while adding (unknown) medication to their dextrose solution. The patient caregiver could not confirm if the discomfort during treatment was related to the peritonitis. Additional information was requested, however to date has not been received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse event of peritonitis. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Given the limited follow-up information available, a more comprehensive investigation could not be performed. However, it is a well-known fact those individuals undergoing pd for rrt have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore (per the knowledge of this reviewer), the patient continued to utilize the same liberty select cycler at home, without any reported issues of device malfunction or deficiency.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis it was reported the had experienced discomfort during treatment. The patient¿s caregiver reported that on an unknown date the peritoneal dialysis registered nurse performed some tests and it was discovered the patient had peritonitis. The patient reportedly performed manual pd therapy for 4 days, while adding (unknown) medication to their dextrose solution. The patient caregiver could not confirm if the discomfort during treatment was related to the peritonitis. Additional information was requested, however to date has not been received.